Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer experienced a reservoir leak. The patient's blood glucose at the time of incident is unknown; however, the customer confirmed that their sugar was high. During troubleshooting the customer mentioned that the leak was passed the second o-ring. The reservoir in question will be returned for analysis and four replacement reservoirs were shipped to the customer.